Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness and or headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response, kidney/toxicity, cardiopulmonary reserve, cancer, death. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging eye irritation, dizziness and or headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response, kidney/toxicity, cardiopulmonary reserve, cancer, death. Medical intervention was not specified. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was zero error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. This unit passed final test. Adverse event/product problem, device avail. For eval?, date returned, device eval. By mfg?, problem code grid, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.